Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited dented and damaged outer tube, broken light guide bundle, low and lost light transmission of video cable, and inadequate dielectric strength. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube was damaged and therefore the dielectric strength was inadequate and the light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.